Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
During the investigation, all complaint data, as well as new information received, was reviewed and the complaint was reclassified as an adverse event. In the user's conversation protocol provided later, it was reported that there was a spontaneous loss of the ventilator connected to the power supply, without alarm. The neonate would have suffered severe hemodynamic as well as respiratory effects, as oxygen saturation dropped below 40% and heart rate (bradycardia to min 70pbm). There was a rapid recovery of oxygen saturation by ventilation of a handbag. As a follow-up event, we were told that pneumothorax occurred as a result of the user's handbag-ventilation of the patient. Based on logbook analysis, no device malfunction can be determined. The device was powered on at the reported time without starting ventilation. According to the logbook, the device was turned on at 2:14 a.m. On september 23 and properly turned off at 2:17 a.m. Based on the reported patient condition, the case is reported by us as a serious injury. We rule out a device malfunction at this time. Based on the information provided, user error cannot be excluded.

Event description:
During the investigation, all complaint data, as well as new information received, was reviewed and the complaint was reclassified as an adverse event. It was reported by the user that the affected device turned off at approximately 2:15 on 9/23/2022 with no prior alarm. In the user's conversation protocol provided later, it was reported that there was a spontaneous loss of the ventilator connected to the power supply, without alarm. The neonate would have suffered severe hemodynamic as well as respiratory effects, as oxygen saturation dropped below 40% and heart rate (bradycardia to min 70pbm). There was a rapid recovery of oxygen saturation by ventilation of a handbag. As a follow-up event, we were told that pneumothorax occurred as a result of the user's handbag-ventilation of the patient. Based on logbook analysis, no device malfunction can be determined. The device was powered on at the reported time without starting ventilation. According to the logbook, the device was turned on at 2:14 a.m. On september 23 and properly turned off at 2:17 a.m. Based on the reported patient condition, the case is reported by us as a serious injury. We rule out a device malfunction at this time. Based on the information provided, user error cannot be excluded.

Manufacturer narrative:
The initial information and the logbook of the affected infinity acs workstation nc ventilator with serial number asdk-0070 were available for the investigation. The device was also checked on site by a dräger service technician. None of the examination results identified a device malfunction around the reported time interval. Analysis of the logbook provided detected that the device was turned on at 2:14 a.m. On september 23 and properly shut down by the user via the cockpit at 2:17 a.m. Further, the ventilation had not been activated during this time period and was not active thereafter. In the event of a complete loss of ventilator function, the safety valve automatically opens to ambient, allowing the patient to breathe spontaneously. The ventilator unit's auxiliary audible alarm is immediately activated to alert the user to the device failure. This alarm is supplied from an independent power source and lasts for at least 2 minutes. Based on the results of the investigation, a device failure that led to the reported serious injury can be excluded. The investigation results have not revealed any new risks that are not covered by the existing risk management report.